Event description:
The clinician reports the implant was inserted (B)(6), 2015 in ada 7. On ) (B)(6), 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.